Event description:
False positive result (s). Called in because she purchased 3 flowflex kits. She did 3 tests. 2 were positive and 1 was negative. These tests were all done in the same day. The 2 positive results were from lot#cov2020168 exp:2023-09-23. The negative was from lot#cov3080006 exp:2025-08-27. She has since thrown the test cassettes away so she cannot provide pictures but said she can guarantee the positives were a clear positive. She has not had a pcr test done to confirm a result.

Manufacturer narrative:
The current complaint is pending investigation from our contract manufacturer, and we will provide follow up MDR upon investigation completion such as review of batch records or testing of retention samples. Any additional information received by acon may be provided to FDA in a follow up MDR.

Manufacturer narrative:
Batch records reviewed: final product manufacture and qc record for cov2020168 and cov3080006. Please see the (B)(4) attachment for the results of cov2020168 and the (B)(4) attachment for the results of cov3080006. The test results of retention samples from cov2020168 and cov3080006 can meet the qc criteria. We have not found the complaint issue from the retained cassettes. The complaint is not verified. In this follow-up report, the following information has been updated from the initial report upon completion of the internal investigation.

Event description:
False positive result (s). Called in because she purchased 3 flowflex kits. She did 3 tests. 2 were positive and 1 was negative. These tests were all done in the same day. The 2 positive results were from lot#cov2020168 exp:2023-09-23. The negative was from lot#cov3080006 exp:2025-08-27. She has since thrown the test cassettes away so she cannot provide pictures but said she can guarantee the positives were a clear positive. She has not had a pcr test done to confirm a result.